Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were changing the reservoir when they noticed one big air bubble and many smaller ones in the reservoir. Troubleshooting was not completed as the call was dropped. No product is being returned for analysis.